Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of shoulder components due to infection and loosening. The case report form indictes the event is unlikely related to the devices and definitely related to procedure. This event report was received through clinical data collection activities.